Manufacturer narrative:
Report source (other): the device was returned without source of information and/or allegation against the device. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture was able to rotate independently of the metal cap. The distal part of the glass cap was detached and not returned. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe charred detritus adhesion on surface and slight melting on the output window. The outer flow tubing open end exhibited minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber and result in reduced vaporization efficiency. Cap wear acceleration lead to the possibility of the glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
Analysis of the returned device found that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge and the distal part of the glass cap was detached and not returned. Based on device analysis, the potential for forward firing may exist. There was no patient injury reported.